Manufacturer narrative:
A ptc (product technical complaint) has been initiated for this report: global ptc (B)(4).

Event description:
This case was reported by an unspecified health professional on (B)(6) 2011 - local reference (B)(4). Upon medical review, the event of this case has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree (B)(4). This case involves an adult female who was treated with poly-l-lactic acid (sculptra) two years ago (indication, dosage, injection sites, therapy dates, batch and lot number unknown). This pt received treatment with poly-l-lactic and developed a nodule by the nose wing. Two years later the nodule is still present. Significant/relevant medical history was not reported. Relevant concomitant medications were not reported. Action taken: unknown. Corrective treatment: unknown. Outcome: not recovered/not resolved.